Event description:
A customer reported updating time and personal settings in their system, which led to a low blood glucose episode. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. The customer took action by drinking sugar water to address the low blood glucose. Technical support assisted the customer by helping them update basal rate and correction factor settings, and advised consulting a healthcare provider when making such updates. No further assistance was required from third parties.